Event description:
It was reported that the supra core guide wire was used during the procedure to treat a target lesion in the heavily calcified and tortuous superficial femoral artery. No resistance was noted during advancement of the guide wire or during advancement of devices over the guide wire. The supra core was then removed without resistance. The supra core guide wire was then going to be re-inserted into the anatomy and it was noted to be frayed at the transition point/solder point. The device was not used further. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stretched coils were confirmed. Additionally, the ribbon coil was detached and unraveled at the proximal solder. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for stretched coils. Based on the reviewed information, no product deficiency was identified.